Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a 4 month follow-up visit with a physician different than the implanting physician and presented with an iliac limb occlusion. A re-intervention on (B)(6) 2015 successfully resolved the occlusion with an aorto-femoral bypass. The patient is reported as doing well with no additional sequelae.

Manufacturer narrative:
Device remains implanted.